Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. One sample was received for quality investigation. The customer complaint of component damage - no leak was verified be visual inspection. Upon evaluation of the received infusion set, the lower pumping segment was separated from the tubing. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for the issue seen in this complaint is a lack of solvent present between the tubing and the lower pumping segment fitting.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: it was reported that the tubing broke while priming.